Manufacturer narrative:
Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, atrial fibrillation, stroke, transient ischemic attack, myocardial infarction, percutaneous coronary intervention, coronary artery bypass graft, chronic obstructive pulmonary disease, and heart failure. Complications reported included surgical intervention (reintervention, pacemaker), bleeding, transient ischemic attack, heart failure, thrombus, aortic stenosis, paravalvular leak; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature article: transcatheter aortic valve implantation reduces plasma concentrations of tmao and indoxyl sulfate.

Event description:
N/a

Event description:
The article, "transcatheter aortic valve implantation reduces plasma concentrations of tmao and indoxyl sulfate: a prospective, multicenter cohort study", was reviewed. The article presented a prospective, multicenter study to determine the effect of transcatheter aortic valve implantation (tavi) on plasma level of intestinal bacteria metabolites, and to evaluate the predictive value of these metabolites for major adverse cardiovascular and cerebrovascular events (mace) after tavi. Devices included in the study were evolut r, evolut pro, portico, acurate neo, acurate neo2, hydra, and navitor. The article concluded plasma concentrations of trimethylamine-n-oxide (tmao) and indoxyl sulfate (is) decreased after tavi, compared to baseline. Elevated plasma is levels were associated with a 14-fold increase in the odds of post-tavi mace during a median follow-up period of 404 days. [The primary and corresponding author was aleksandra gasecka, 1st chair and department of cardiology, medical university of warsaw banacha 1a st., 02¿097 warsaw, poland, with corresponding e-mail: aleksandra.gasecka@wum.edu.pl]. The time frame of the study was from november 2018 to september 2021. A total of 128 patients were included in the study, of which 34 (26.6%) received an abbott device. The average age was 79.5 years and the majority gender was male. Comorbidities included hypertension, diabetes mellitus, atrial fibrillation, stroke, transient ischemic attack, myocardial infarction, percutaneous coronary intervention, coronary artery bypass graft, chronic obstructive pulmonary disease, and heart failure.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature article: transcatheter aortic valve implantation reduces plasma concentrations of tmao and indoxyl sulfate.